Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the reservoir lip ring was damaged. The customer's blood glucose value was 300 mg/dl at the time of the incident. The customer reported that the side and bottom of the reservoir was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken off and missing the end cap. Unable to perform displacement test due to physical damage to unit.